Event description:
During flexible bronchoscopy, the argon-plasma coagulation (apc) device was requested by the surgeon. The device was handled directly to the md, plugged in according to guidelines. When the attending tried to use the device, he received an error message on the screen. The device was unplugged, and then plugged in again, but the same error message was received. The machine was turned off and then on, with the same error message.